Event description:
It was reported that the site was having issues with the handheld and it would keep freezing on the interrogation successful screen. The site could fix the issue by performing soft reset every time. The manufacturer has already identified that under certain types of conditions, this screen freeze event can occur with the (B) (6) handheld computer. New handheld was shipped to the site and the old handheld was returned to the manufacturer and is currently undergoing product analysis.